Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope female tubing was detached from the anchor seal assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the imaging catheter was broken. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. When checking the lad, it was noted that the opticross¿ got broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the imaging catheter was broken. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. When checking the lad, it was noted that the opticross¿ got broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further noted that the broken part of the catheter was in the sheath.